Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had telemetry issues when using the wand. Interrogation did not display markers despite the marker channel programmed in the adjust display. Manual threshold testing could not pin point the marker flags stating voltage decrement. Loss of capture was observed. Segm could not be reviewed to locate the point of loss of capture. The same issue was repeated when using another programmer and different wand. The device was functioned normally after a rf antenna was plugged. The patient will be monitored with routine follow-up.